Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of the minute ventilation signal on the right atrial (ra) channel causing inappropriately stored atrial tachy response (atr) events. The ra lead impedance measurements were jumping from 400 to 1300 ohms. Boston scientific technical services (ts) recommended bringing the patient in for evaluation. Ts further recommended turning off the rate response trend feature. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service and no adverse patient effects were reported.